Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon attempted to fire a clip and the jaws locked closed. The firing handle was forced open. They continued to use the device and were able to form other clips. No patient impact reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.